Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level approximately 40 mg/dl and loss of consciousness. Reportedly, the issue was due to control iq software delivering a correction bolus to prevent an elevated bg while the customer was exercising. Pump was operating as intended. Customer consumed carbohydrates and glucose tablets to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.